Event description:
It was reported that diagnostic testing resulted in high lead impedance at a routine office visit. Good faith attempts to obtain additional information have been unsuccessful to date. Lead revision surgery is likely.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.